Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device connector was too small and was not connecting to a cap or an airway adaptor on a bag. Trach was changed from the patient.